Event description:
While on patient, ventilator alarmed "fail to cycle". Staff removed patient from ventilator and manually ventilated while a back-up ventilator was obtained. No patient injury as a result of incident.